Event description:
Site indicated: operative site events: thigh pain-slight w/ pushing heavy items. Event occur: post-op. History or causative event: no. Seriousness: none. Treatment: modulate activity level (B) (6) 2008. Resolved as of (B) (6) 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.